Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed failed battery test. They inserted another battery but the insulin pump alarmed failed battery test. The battery was replaced again but the insulin pump's screen was now blank. Customer's blood glucose level was 84 mg/dl. The device was not returned.